Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2012-01509. The same patient is represented in each medwatch.

Event description:
It was reported that a patient underwent a gynecological procedure and pelvic floor repair mesh was implanted. The patient had a monaro subfascial hammock implanted on an unknown date. The patient experienced pain, erosion of her internal bodily tissue, infection, dyspareunia and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. The patient underwent partial mesh removal on (B)(6) 2011 due to mesh erosion no additional information provided at this time.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on an unknown date and mesh was implanted. It was also reported that the patient died on (B)(6) 2013. No additional information has been provided.